Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 202 mg/dl.